Manufacturer narrative:
Submit date: 09/02/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The complainant reported that leakage of peritoneal dialysis solution through the exit site of the catheter for peritoneal dialysis in the abdominal skin was observed on (B)(6) 2016. After defect was noticed, steps for rehabilitation were taken. Patient recovered without consequences. There was no reported injury or hazard to the patient.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history review or product/process change review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow for a definitive root cause for the event. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.